Event description:
It was reported the device was used during a laparoscopic hand assisted colectomy procedure. When the first device was used, the staples were malformed. The or supervisor advised that the device was loaded incorrectly causing the staples to malform. A second device was used and functioned as intended. However, the second device was used across the same staple line which may have caused the tissue to be more friable. Subsequently, the pt returned to the or in 07/2002 with peritonitis secondary with staple line leakage. The second procedure was completed by hand suture. No other pt consequence. Pt is doing well.